Event description:
The customer reported that his blood glucose was 62mg/dl in the morning when working in the yard. He ate oaks, sliced apples, raisins and cinnamon and later he was 222mg/dl at lunch. He went to clinic and was felling sick; his glucose level was over 300mg/dl. The caller tried insulin again, but it did not help and he was running high. The customer mentioned changing the infusion set and site three times. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.